Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The account reported the patient had been hospitalized and was taken to the operating room (or) for a washout of the chest due to infection. Once opened, it was determined that the infection was too much and had caused the sternum to adhere to several internal structures. The chest was closed and the patient was returned to the intensive care unit (ICU) where he suffered multiple strokes, leaving him too devastated for recovery. The patient later expired due to natural causes on (B)(6) 2020. The account reported that the device had operated as intended and there were no device issues or malfunctions that would have contributed to the patient¿s death. It was also communicated that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket), stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. It was reported that the patient was stabilized enough to go to operating room for washout of infection of chest. Once opened, it was determined the infection was too much and had caused the sternum to adhere to several internal structures. Patient was closed and returned to intensive care unit (ICU) where he suffered multiple strokes too devastating for recovery. The device will not be returned for evaluation.